Event description:
It was reported that a multiple motor stalls occurred. Per pump logs from (B)(6) 2014, on (B)(6) 2014, a stall at 7:35am with a recovery at 9:50am, a stall at 5:04pm with a recovery at 5:17pm, a stall at 5:45pm with a recovery at 7:08pm, and a stall at 7:34pm with a recovery at 8:29pm occurred. Two days later, a stall at 6:45pm occurred with a tube set message on (B)(6) 2014 at 6:45pm. No motor stall recovery was logged. The patient experienced increased pain and nausea beginning on (B)(6) 2014. A pump replacement occurred. The device system was used to deliver compounded baclofen, fentanyl, ketamine and sufentanyl. It was later reported that the patient did not have an MRI and the cause of the stall in (B)(6) was unknown. As of (B)(6) 2014, the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter(B)(4). Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft bearing.